Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -15.5/1.5/170 (sphere/cylinder/axis) was implanted into the patient's right eye (od) as a replacement lens on (B)(6) 2022. The problem was not resolved for the exchange. Reportedly, "visual ghosting," and "take out the crystal."

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
Corrected data: b1: adverse event should be corrected to product problem. B2: outcomes attributed to adverse event- should be omitted for correction. D9: device available for evaluation: yes; return date: 20-dec-2022. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic torn and bent with foreign material on the lens, specifically debris throughout the lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -15.5/1.5/170 (sphere/cylinder/axis) was implanted into the patient's right eye (od) as a replacement lens on (B)(6) 2022. The lens was explanted at an unknown date. The problem was not resolved for the exchange. Reportedly, "visual ghosting," and "take out the crystal." Claim# (B)(4).